Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the meter was tested and no faults were found. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her one touch ultra ping meter has a "fading display". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date and time. The patient stated that she manages her diabetes with the insulin pump and took her usual dose of insulin, novolog (unknown dosage) through her insulin pump, "every hour". The patient claimed that she does not know if she developed any symptoms. On (B)(6) 2012, at 11:10am, during a visit to the doctor's office, the patient was tested on the clinic's meter (unknown device) and obtained a reading of "124mg/dl" and was given a "victoza shot to take home" by the doctor. During troubleshooting, the cca determined that there was any evidence of misuse. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and did not receive any form of medical intervention for an acute complication of diabetes. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.